Event description:
Reported due to a hemotoma. "Pt developed hematoma at femoral site after vascular closure device deployed. Another closure device had to be placed and pt had prolonged hemostasis. As a result the pt had prolonged bedrest and was discharged home the next day with no further complications." The unknown procedure went well with no problem reported during device insertionk deployment, or removal. Hemostasis was achieved with the starclose device. The man was kept overnight, probably due to the time of the procedure or type (overnight stay is usual per interventional procedure) or his age. Overnight stay was not charged to any device malfunction. He had a little bit of leakge which was managed with compression and femstop. He was discharged the next day as scheduled and is reported to be fine. No additional info was made available by the site.